Event description:
On (B)(6) 2012, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time in the evening of (B)(6) 2012. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. Four hours after the alleged issue occurred, the patient claimed to have developed symptoms of "lightheadedness and of blurry vision" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.